Event description:
The core universal driver was sent for eval because during a procedure it was leaking the oil from the end of the drive. The procedure was completed with a readily available alternate device without delay. No adverse event was associated with the device, and no contamination of the surgical site was reported.

Manufacturer narrative:
The device was not yet received. Therefore, a follow-up report will be submitted upon quality investigation is completed.